Event description:
Customer reported erratic accu tni (troponin I) test results were obtained when using the access 2 immunoassay system. Erroneous high test results were provided for one patient, as an example. The exact number of patient samples and test results is unknown. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were not reported out of the laboratory. Repeat analysis was performed. The test results were within the normal range. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Samples were collected in 3 ml lithium heparin tubes with gel and centrifuged at 3800 for 4 minutes. The laboratory analyzed troponin samples in duplicate. The customer stated the wash and precision valves were cleaned in attempt to resolve an issue with troponin erratic results. The customer also reported that the precision valve stator was chipped. Quality control levels two and three were out of specifications high when run the morning of (B)(4) 2009. The customer recalibrated twice and all three levels of qc were within range prior to the event. On (B)(4) 2009, the field service engineer (fse) replaced rotor, stator, and seal in the wash valve. Primed the instrument and ran a system check. Verified the repair per established procedures and results met published performance specifications. The chipped precision valve stator did not contribute to the event. H6: root cause was not determined. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events.